Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented to the hospital with a device that was at end of service (eos). The device could not be interrogated and the patient experienced bradycardia. It was further reported that the patient was non-compliant with follow up visits for many years and was pacemaker dependent. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.